Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to corroded motor assembly. Unable to perform the functional test including basic occlusion, occlusion, prime and excessive no delivery alarm test, due to motor error alarm. However, unit passed the displacement test.

Event description:
It was reported that the customer was hospitalized in intensive care unit due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 438 mg/dl. Caller stated that the customer's insulin pump is stuck in the rewind mode and alarming motor error. Nothing further was reported.